Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the coiled cable, backplane to coiled cable cord and gasket. The iabp passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check of the cardiosave intra-aortic balloon pump (iabp by the facility's biomedical engineer, saline corrosion was found on the coiled cable connector. There was no patient involvement and no adverse event was reported.